Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/19/2020. A manufacturing record evaluation was performed for the finished device al9592 number, and no non-conformances were identified additional h3 investigation summary: a dispensed suture piece of product code 8434 was received for evaluation. During the visual inspection of the suture piece, the swage area could not be observed since the ends were cut appears to be by use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # ==> (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that the surgical suture was disattached / detached /disengaged from the needle during the procedure, at the moment of the knot. There are no fragments were generated. Another like suture was used to complete the procedure successfully. There were no patient consequences reported.